Event description:
It was reported that there was an alert regarding the patient's right ventricular (rv) lead and was related to impedance variations and elevated sensing integrity counter (sic) counts. Follow-up with the patient's clinic indicated the patient came in to the clinic the same day as the alert and troubleshooting could not reproduce the conditions that generated the alert initially. No changes were made and the rv lead remains in use and the performance will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has experienced physical pain and discomfort as well as mental anguish and serious emotional distress.

Manufacturer narrative:
Corrected: product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock for oversensing/noise. High impedance and a possible fracture were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.